Manufacturer narrative:
An event regarding disassociation and wear at taper involving a metal head was reported. The event was not confirmed. Method & results -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted metal head with dark materials inside and outside of the femoral head. No conclusion can be drawn from the pictures. -clinician review: a review of the provided medical record was deemed insufficient by a clinician with the statement: "cannot confirm the event, need operative reports, serial x-rays and clinical past medical history and pathology reports." -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion the wear at taper was confirmed based on photographs of the stem. The head disassociation reported to be occurred intra-operatively which was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised. Orignal plan was to revise the shell due to loosening and degenerative osteoarthritis. Intra-operatively, some black tissue was noted in the patient, liner was noted with discoloration, head disassociated intra-operatively, and extreme trunnion and stem wear with black material inside the femoral head was noted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised. Original plan was to revise the shell due to loosening and degenerative osteoarthritis. Intra-operatively, some black tissue was noted in the patient, liner was noted with discoloration, head disassociated intra-operatively, and extreme trunnion and stem wear with black material inside the femoral head was noted.